Manufacturer narrative:
Conclusion: a needle that broke at the point end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. Conclusion: a visual inspection was also performed on one loose needle returned for evaluation and there were no signs of manufacturing defects found on the needle. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch elz418, mfg date: unk, exp date: 7/31/2014; batch emm522, mfg date: unk, exp date: 7/31/2014; batch emk955, mfg date: unk, exp date: 7/31/2014; batch ep6049, mfg date: unk, exp date: 7/31/2014; batch gam473, mfg date: unk, exp date: 1/31/2015; batch gaz460, mfg date: unk, exp date: 1/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. Prior to use on the patient, the surgeon found the needle to have a broken tip. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.